Event description:
All at/af (atrial tachyarrhythmia) therapies disabled on (B)(6) 2020, because atrial lead position check failed. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).